Event description:
It was reported that during a shoulder acromioplasty the physician (B)(6) was utilizing a dyonics rf-s whirlwind 90 degree probe. During the operation the suction port became clogged with bone fragments. The nurse attempted to flush the probe, however was unsuccessful. The incident caused a surgical delay in the procedure of approx 30 mins. The procedure was completed using another probe. No pt injuries were reported as a result of this event.